Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062918. The device involved in the event was not returned, it was discarded; therefore a return sample evaluation is unable to be performed. Ulcer and bezoar are known complications of use of device. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, patient in israel underwent procedure for placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. It was reported that the patient went to physician due to decrease in iron levels. The physician reported a colonoscopy was done and during colonoscopy it was found that the patient had duodenal ulcer and suspicion of a bezoar. The j tube was cut and a new tube will be inserted.